Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. The lens was inspected at 10x under the microscope and a large amount of particles were observed on the lens. Based on the visual inspection, debris was observed on the lens as reported, but a cause to associate the issue with the lens manufacturing process cannot be determined. Due to the large variety of debris on the lens, a particles analysis cannot be performed in order to determine the particles origin. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: na (not applicable) no patient contact reported. Gender/sex: na (not applicable) no patient contact reported. Implant and explant dates: if implanted or explanted; give date: na (not applicable) the lens was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was debris on the intraocular lens (iol). There was no patient contact and debris was noticed prior to use of the product. No further information was provided.